Manufacturer narrative:
Programmer model # 37743, lot # nke136195n; recharger model # 37752, lot # nka132735n; lead model # 3778-60, lot # v341250029, implanted (B)(6) 2009, explanted unknown; lead model # 3778-60, lot # v341250030, implanted (B)(6) 2009, explanted unknown. (B)(4).

Event description:
It was reported that when stim was on patient experienced "sensation of stimulation pulsation at high rates and spasms". When stim was off the patient experienced radicular, sciatic nerve-like pain.the event or symptoms occured following a fall on (B)(6) 2012. The patient had been "admitted" to ER. If additional information is received, a follow up report will be sent.